Manufacturer narrative:
UDI - (B)(4). Initial reporter's phone number: (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the cable/cord/wiring on the motor device was damaged. It was noted that the motor and control unit were defective, too loud, the machine was getting hot, and the coupling was worn out. It was further determined that the device failed pretest for loctite and cable assessments, motor thermistor assessment, safety assessment, air pump assessment, handpiece temperature assessment, and hand control assessment. It was noted in the service order that the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.